Event description:
It was reported that the lancet did not retract from the lancet device.

Manufacturer narrative:
Correction - the lancet device lot number was updated in section d4 based on the returned product.